Event description:
I took a flowflex antigen home test. It was positive. I went to the urgent care and got a pcr (polymerase chain reaction) rvs. Both were negative. They asked me to do another at home and I did and it was positive. I did another pcr on wed. Neg. Thurs. Binaxnow neg. Friday binaxnow neg. I'm so glad I did not take the paxlovid. I have a bacterial infection. My boxes of flowflex say expire 2025, date (2) (B)(6), one (B)(6) on 1. Your website says 2024 for cov3030007 ov3030007 expire this month. This was a false positive I believe because the close expiration date being 2024 not 2025.reference # mw5151805.